Manufacturer narrative:
(B)(4).

Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and the m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. A global service and support engineer at the university (B)(6) found that the liquid waste sensor on the m2000sp was deformed around the screw holes. (B)(4).